Manufacturer narrative:
This report is a duplicate report of MFR report #: 3006630150-2013-02173.

Event description:
A report was received that the patient was experiencing discomfort due to the placement of the ipg. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was experiencing discomfort due to the placement of the ipg. The patient will undergo a pocket revision procedure.